Manufacturer narrative:
The photo provided by the customer shows a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. The root cause of this failure was not identified.

Event description:
It was reported that the tubing bubbled. No report harm to patients and the channel did alert nursing team.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Section a: although requested, the patient¿s demographics was not provided.

Event description:
It was reported that the tubing bubbled. There was no harm.